Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: customer returned (1) loose 3/10cc syringe. The returned syringe was examined and exhibited the condition shown in the photos. The syringe features a single distinct ink smear that covers the 0.3ml graduation mark. This is the only visible defect on the syringe. A review of the device history record was completed for batch #6294532. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted that did not pertain the complaint. There were three (3) notifications noted for ink smears. Root cause: excessive ink build-up on top of the drum. H3 other text : see h.10.

Event description:
It was reported that the syringe 1.0ml vet u40 29ga 12.7mm 10bag experienced illegible scale markings. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Last summer, I had an issue with one of your pet syringes, that wouldn't draw insulin from the vial. I've continued to use your product since then, without incident. Until today. This morning, I removed a new syringe from the package, and noticed an inking problem. My dog requires 28.5 units of insulin, and that's right where the ink was smeared thru the gradients. It was unreadable, so I had to use another syringe. I'm a bit disappointed by the quality control. I've always known bd to be a world-class manufacturer of supplies. I spend a fair amount on your product to have peace of mind, but I may have to consider another supplier.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml vet u40 29ga 12.7mm 10bag experienced illegible scale markings. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Last summer, I had an issue with one of your pet syringes, that wouldn't draw insulin from the vial. I've continued to use your product since then, without incident. Until today. This morning, I removed a new syringe from the package, and noticed an inking problem. My dog requires 28.5 units of insulin, and that's right where the ink was smeared thru the gradients. It was unreadable, so I had to use another syringe. I'm a bit disappointed by the quality control. I've always known bd to be a world-class manufacturer of supplies. I spend a fair amount on your product to have peace of mind, but I may have to consider another supplier.